Manufacturer narrative:
Evaluation summary: evaluation shows the device to be of an old design. Material and design were revised to improve drill performance.

Event description:
The drill was broken during the surgical procedure. This event is being reported as a serious injury due to extension of surgical and anesthesia time of 1.5 hours.